Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified distal left anterior descending (lad). A 2.25x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent was lifted, but was still mounted on the delivery system balloon. The procedure was then completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified damage; stent strut row 7 from the distal end of the stent was lifted and bent back distally. The remainder of the stent was undamaged and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified distal left anterior descending (lad). A 2.25x28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the stent was lifted, but was still mounted on the delivery system balloon. The procedure was then completed with a different device. No patient complications were reported.